Event description:
It was reported that during an implant, this sheath split in half when the physician was cutting it away. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the selectra catheter was found torn into three pieces. All parts were received for analysis. During the visual inspection the slitted proximal fragment was found torn off at 26.5 cm. The edges demonstrated stretch marks. Furthermore a severely deformed 1 cm segment of the selectra catheter as well as a 16.5 cm long distal fragment were returned. The distal selectra fragment was stretched and showed multiple uncontinuous cuts. Based on these findings it is assumed that the selectra catheter was subjected to severe mechanical stress during the slitting procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.